Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 25, 2021 that a hot axios stent was implanted in a transgastric position to treat a pseudocyst during a procedure performed on (B)(6) 2021. On (B)(6) 2021, a routine follow-up procedure was performed and stent ingrowth and stent cover damage were noted. The stent was removed using rescue forceps and the procedure was completed. It was reported that the patient's indication was resolved at the time of the follow-up procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The physician noted that this event is not the first time that there has been stent ingrowth in the hot axios after less than 2 months of stent implantation. The number of times the physician has noted stent ingrowth is unknown.